Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-02464. It was reported x-rays confirmed the patient¿s lead migrated from t9 to t2. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2 reference MFR. Report: 3006705815-2018-02464. It was reported that the patient had their lead repositioned on (B)(6) 2018. Effective therapy was restored post-op.